Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, customer's blood glucose (bg) levels were impacted (500 mg/dl) with moderate ketones. Customer changed out the cartridge and infusion set and continued to receive occlusion alarms. Customer reverted to manual injections for insulin therapy and treatment of elevated bg levels. Customer stated that the pump will be resumed for insulin therapy and a new vial of insulin will be used.